Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient initially had a right bundle branch block (rbbb). Subsequently, the patient was diagnosed with tuberculosis, so the physician decided to implant a permanent pacemaker.

Manufacturer narrative:
Corrected data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve in a patient with a pre-operative pacemaker indication state, atrio-ventricular block was observed as the guidewire entered the left ventricle. Additional information was received that the patient initially had a right bundle branch block (rbbb). Subsequently, the patient was diagnosed with tuberculosis, so the physician decided to implant a permanent pacemaker. Additional information was received which corrected that the patient was not diagnosed with tuberculosis. The rbbb was pre-existing, and a permanent pacemaker was implanted following the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve in a patient with a pre-operative pacemaker indication state, atrio-ventricular block was observed as the guidewire entered the left ventricle.